Event description:
It was further reported that a third controller exhibited an unexpected loss of power due to double power disconnect and that the second controller that exhibited a controller fault alarm was exchanged. It was also reported that the ventricular assist device (vad) failed to restart. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-may-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A review of log file data revealed several motor start events with parameters outside of the typical range. It was also reported that one controller exhibited vad disconnect, and loss of power, and a second controller exhibited controller fault alarm indicating internal battery end of life. The vad and two controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-aug-2020 h5: no d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-mar-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. External visual inspection of (B)(6) revealed contamination in both power ports 1 and 2. Furthermore, inspection under 10x magnification revealed hairline cracks in the housing around both power ports 1 and 2. An internal inspection did not reveal any evidence of fluid ingress. These are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing of the controller revealed that the no power alarm was only a short beep when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis of (B)(6) revealed a controller power up event with an associated pump start event was logged on 30/jan/2024 at 23:47:40. The data point prior to the loss of power revealed that bat975403 was connected to power port 1 with 24% relative state of charge (rsoc) and bat975377 was connected to power port 2 with 69% rsoc. The data point after the controller power up event revealed that bat975374 was connected to power port 1 with 95% rsoc and bat975377 was connected to power port 2 with 69% rsoc. No anomalies were observed leading up to the loss of power. The controller was off for approximately 9 seconds. Review of the controller log files revealed a controller fault alarm was logged on (B)(6) 2024 at 00:26:07 and multiple event exceptions logged since 31/jan/2024, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of (B)(6) log files revealed a controller power up event with an associated pump start event on 31/jan/2024 at 01:43:43. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 01:43:49, indicating a physical disconnection of the driveline from the controller. Review of (B)(6) log files revealed one (1) vad stopped alarm logged on (B)(6) 2022 at 10:02:56, indicating that the pump failed to restart after several attempts. Review of (B)(6) log files revealed one (1) vad stopped alarm logged on (B)(6) 2023 at 13:27:39, indicating that the pump failed to restart after several attempts. Additional review of the event log files and motor start report revealed motor start events recorded on 05/jan/2024 at 14:48:11, 18/jan/2024 at 14:52:29, 14:53:26, 15:07:47, and 15:16:01 in which the motor start parameter(s) were atypical. Review of (B)(6) log files revealed one (1) vad stopped alarm logged on (B)(6) 2023 at 13:27:39, indicating that the pump failed to restart after several attempts. This was followed by a controller power-up event without an associated pump start event logged at 13:32:17, likely due to troubleshooting of the controller. Log file analysis also revealed that the controller was powered back up on (B)(6) 2024 with a successful pump start at 14:48:11. Four (4) controller power up events with associated pump start events were then logged on (B)(6) 2024 and several additional vad disconnect alarms, indicating a physical disconnection of the driveline likely due to troubleshooting of the controller and/or the reported controller exchange. Of note, the controller was programmed with the patient¿s parameters on (B)(6) 2024. As a result, the reported atypical startup parameters, failure to restarts, vad disconnect alarms, losses of power, controller fault alarm due to internal battery failure involving (B)(6) were confirmed. However, the reported controller fault alarm due to internal battery failure involving (B)(6) could not be confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller due to troubleshooting during the reported controller exchange. Based on the available information, the most likely root cause of the reported loss of power events can be attributed to troubleshooting of the controller, to the reported controller exchange, and/or the reported double disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to out shroud contact that created more friction at the housing to impeller surface. Additional products: d4: serial or lot#: (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), d9: yes, return date: 06-may-2024, h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section, h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.